Event description:
Per the clinic, the device was explanted on (B)(6) 2015 for unknown reasons. During the same procedure the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6)2015.

Manufacturer narrative:
(B)(4).other text : the device is currently unavailable.

Manufacturer narrative:
Per the clinic, the device was explanted due to device placement issues. The device is not available for analysis. This report is filed october 28, 2015.